Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that since implant, the patient reported feeling electric shocks in the legs. The patient noted that last friday ((B)(6) 2018), the doctor had increased up to 3 and the patient was feeling just a little stimulation - very gentle. The patient was wondering if the leads had migrated. The patient noted that they were told to come back on (B)(6) 2018 and meet with a technician from the manufacturer. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had notified their managing physician and was seen by them on (B)(6)2018. The cause of the shocking was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.